Manufacturer narrative:
(B)(4). Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during the scheduled replacement of the associated device, this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode, exhibited abnormal pacing impedances measurements when measured through a non-bsc programmer, in a single configuration. The electrode was easily removed and replaced with no adverse patient effects and is intended to be returned for laboratory analysis to ensure no integrity anomalies.

Manufacturer narrative:
This report is being file to correct the previously reported explant date. (B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A visual inspection confirmed a complete lead with setscrew markings, insulation cuts, tissue on the coil and blood and or body fluid, within the lead lumens. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests confirmed a high voltage conductor fracture. Microscopic inspections of the terminal pin assembly found no anomalies; however, the x-ray imaging confirmed the fracture site at the weld between the high voltage cable proximal and distal ends. Laboratory analysis confirmed lead body internal conductor damage.

Event description:
Boston scientific received information that during the scheduled replacement of the associated device, this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode, exhibited abnormal pacing impedances measurements when measured through a non-bsc programmer, in a single configuration. The electrode was easily removed and replaced with no adverse patient effects and returned for laboratory analysis to ensure no integrity anomalies.